Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A trabecular metal acetabular shell and an unknown poly liner were returned. Visual inspection identified damages on both products. The locking ring of the shell was cold welded and seized in the lock ring groove. The rim of the poly liner was fractured and completely detached from the articulating surface. A portion of the tm shell and the liner's rim were missing. X-ray review demonstrated large areas of lucency in the trochanter region. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined with the information provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown liner, unknown, 00800565428, zca 57x28 10d incl face spacer, 61410470, 00801802814, versys femoral head +7x28mm dia, 63377759. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02211. Product location unknown.

Event description:
It was reported that the patient underwent a total hip arthroplasty. Subsequently, the patient was revised due to a broken liner, dislocation, a worn ceramic head, and excessive metallosis which encapsulated to a huge placenta live tissue eight years post-implantation. Attempts have been made and additional information on the reported event is unavailable.